Event description:
Additional information received indicated that the lead was successfully repositioned. The patient was stable.

Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the left ventricular (lv) lead was confirmed to be dislodged via x-ray imaging. Lv lead revision is anticipated. The patient was stable.